Manufacturer narrative:
The event unit will not be returning to applied medical for evaluation. A follow-up report will be submitted upon completion of investigation.

Event description:
Procedure performed: unk. Event description: the doctor didn't have any problems during the surgery, but wanted to underline the fact that he has one one time in the past, so he wrote "dano ureteral por dispersion termica en una ocasion". This means "ureteral damage due to thermal spread on one occasion". He doesn¿t remember the details of the case, not even the date. Additional information received on 7oct22: during the procedure damage was produced due to thermal spread and excesive temperature of the jaws, resulting in bilateral ureteral obstruction. The doctor doesn't remember the exact date, this happened long time ago, around december 2020 or january 2021. Patient status: ureteral damage due to thermal spread.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the evet unit was not returned, applied medical is unable to determine if the event unit exhibited any nonconformances that could have contributed to the report event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of the harm resulting from this failure have been evaluated and were found to be at an acceptable level. Correction: procedure performed updated to "open histerectomy" in section b5.

Event description:
Procedure performed: open histerectomy. Event description: the doctor didn't have any problems during the surgery, but wanted to underline the fact that he has one time in the past, so he wrote "dano ureteral por dispersion termica en una ocasion". This means "ureteral damage due to thermal spread on one occasion". He doesn¿t remember the details of the case, not even the date. Additional information received on 7oct22: during the procedure damage was produced due to thermal spread and excesive temperature of the jaws, resulting in bilateral ureteral obstruction. The doctor doesn't remember the exact date, this happened long time ago, around december 2020 or january 2021. Patient status: ureteral damage due to thermal spread.